Event description:
A fast-draining battery issue was reported with the adc device. As a result, the customer was unable to monitor glucose and became hypoglycemic and experienced seizure. The customer was able to treat themselves with food and no third-party intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader and kit pack DHR for verification of correct cable and adapter was reviewed and the DHR showed the fs libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fast-draining battery issue was reported with the adc device. As a result, the customer was unable to monitor glucose and became hypoglycemic and experienced seizure. The customer was able to treat themselves with food and no third-party intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader did not turn on with button depression, strip insertion or usb cable insertion. Connected the reader to the pc and reader was not recognized. De-cased reader and no issues were observed. Battery voltage measured within specification rang. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). Reader turned on and battery was observed to be charging. Extended investigation has been performed and applied pressure to the mcp via test fixture and observed the reader to turn on. Issue is confirmed to poor soldering of the cpu and mcp.

Event description:
A fast-draining battery issue was reported with the adc device. As a result, the customer was unable to monitor glucose and became hypoglycemic and experienced seizure. The customer was able to treat themselves with food and no third-party intervention was required. There was no report of death or permanent injury associated with this event.